Event description:
Procedure: hernia. According to the reporter:I had umbilical hernia repair done with a mesh. The mesh did not hold and I have been in constrain pain since the surgery. Last year, it caused a bowel obstruction which has caused me to be hospitalized. The hernia is now 8 times the size it was .

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/02/2015.